Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in guatemala contacted biomérieux to report a misidentification of acinetobacter baumanii atcc® baa-747¿ as klebsiella oxytoca in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. The acinetobacter baumanii atcc® baa-747¿ strain was not directly associated with any patient. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the customer indicated the set up conditions were 37c at 24 hrs on blood agar that was prepared in their lab. The customer also reported having trouble identifying acinetobacters, klebsiella and pseudomonas. Pseudomonas identifies as burkholderia, klebsiella identifies as acinetobacter and the reverse also happens. Without the strain submittal's, these additional misidentifications cannot be confirmed or further investigated. Six (6) laboratory reports with the intended organism identification of acinetobacter baumannii atcc baa-747 were submitted. Three of these reports reflect a misidentification as klebsiella oxytoca with final analysis times of 3-3.25 hours and five atypical negative reactions (tyra, mnt, ilatk, suct, ihisa) for this qc isolate. The remaining three lab reports show the correct intended identification of a. Baumannii, final analysis times of 4.75 to 5.75 hours and no atypical reactions. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the mis-identification gn lot #2410056103 met final qc release criteria. This lot passed qc performance testing.